Manufacturer narrative:
Product event summary : the device was returned and analyzed; analysis was inconclusive. The firmware issued an error message/code. There were two power on resets (pors) with no firmware reason code noted on 2013-(B)(6). The pors caused wireless telemetry to be disabled.

Event description:
It was reported that this lead had a revision performed because of high impedance and a possible fracture. The lead was replaced. During dft testing an electrical reset occurred and wireless telemetry was lost. When the electrical reset occurred the patient was externally rescued and the physician replaced the device. The new device initially showed high impedance but was relocated in the pocket and the impedance was then fine. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 6996sq58 x2, implantable tachy lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.